Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely elevated troponin (accutni) and ckmb results on several patients' samples generated by the access 2 immunoassay system. Upon repeat testing on an alternate instrument, the results were in a lower clinical range. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2010 and discovered a dispense probe not properly seated into the wash arm. Fse corrected this and ran a system check which met specifications.